Manufacturer narrative:
Manufacturer's investigation conclusion: the backup battery serial number (B)(6), returned for evaluation, was in unremarkable condition. Visual inspection did not reveal any deformed pin. The backup battery was functionally evaluated when installed into a test system controller and no alarms were reproduced. A battery load test was performed and the battery passed. The returned backup battery functioned as intended during analysis. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that an emergency back-up battery (ebb) will be returned for analysis for unknown reason.